Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-03493 / 03495).

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced with a biomet head during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced with a biomet head during the revision procedure. Medical records and lab results received on (B)(4) 2013. Patient underwent hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent a revision on (B)(6) 2013 due to pain from her hip popping. The operative notes indicate the presence of a small collection of clear fluid, a pseudocapsule and a little metal staining of the tissue. The report further indicates elevated metal ion levels and a loose acetabular cup. An infection workup was found to be negative. The head was replaced with a biomet head and the acetabular cup was replaced with a competitor¿s cup.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: ¿ loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." And ¿material sensitivity reactions."